Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by a vad coordinator that the patient was readmitted to the hospital for a gi bleed. The patient's hemoglobin decreased to 7. The patient experienced gi bleeds prior to the pump being implanted and it had stopped before receiving the pump. The patient's pump speed was reduced. It was also reported that the patient has an issue with the inflow pointed towards the septum. The patient remain ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.